Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73g1700447 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found there was a crack inside the hinge and the clip could not be ligated during an appendectomy.

Event description:
It was reported that the doctor found there was a crack inside the hinge and the clip could not be ligated during an appendectomy.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. One loose clip was returned. The cartridge was also returned but no clips were remaining in it. The clip cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip appears used as there is biological material present on the device. The clip was broken near the middle of the inner hinge. This damage was most likely caused by hyperextending the clip. According to r & d, the inner hinge breaking would not prevent the clip from functioning properly and would not cause any harm to the patient. It was also noticed that the clip has multiple scrape marks near the hook. It appears that the applier was scraped across the clip to cause the marks. The appliers were not returned. Reference files pic_anp1900060340 for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The returned clip was manually loaded into the jaws of the applier. An attempt was made to attach the clip to true-max tubing. However, the scrape marks near the hook of the clip are preventing the clip from closing. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damages observed on the clip indicate that operational context caused or contributed to this event. The reported complaint of "hinge of clip cracked" was confirmed based upon the sample received. One loose clip was returned along with an empty clip cartridge. The loose clip was broken near the middle of the inner hinge and had multiple scrape marks near the hook. The broken inner hinge was most likely caused by hyperextending the clip. According to r & d, the inner hinge breaking would not prevent the clip from functioning properly and would not cause any harm to the patient. The scrape marks near the hook appear to have been caused by the applier being scraped across the clip. Upon functional inspection, the scrape marks prevented the clip from being able to close. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.